Manufacturer narrative:
Results - smiths medical international ltd states that the investigation was limited as no samples were returned for analysis. Investigation was, therefore, limited to the following sources of info: the product instruction for use leaflet. The complaint incident report form. Complaints history for this product. A review of the complaints history confirmed this to be the first complaint on the possible two reported lot numbers and the first product complaint of this nature for this product code. A technical documentation review was carried out, which raised no anomalies and confirmed the presence of an inflation line 100% check on this product line. Root cause: we are unable to assign a definitive root cause for this incident. It is not stated whether the device was tested prior to use in accordance with the product instruction leaflet, and the complaint sample was destroyed by the hospital. It has been stated that following this incident the product was removed and inspected without evidence of occlusion. In light of this we are unable to identify any potential mfg error and can only surmise that the inability to ventilate the pt was caused by either cuff inflation - following intubation the cuffs were not adequately inflated (resulting in a failure to retain positive pressure), or, tube obstruction (it has been stated that the tube's tip may have been occluded in the left superior bronchus area caused by force exerted on the tube. This report has been logged for trending.